Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number was not provided. The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience pros is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.5x23mm xience pro s drug eluting stent (des) did not work properly. The stent gave the impression that it had broken approximately in the middle during advancement. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.